Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("right tube with para tubal cyst and bulbous enlargement of the uterotubal junction and essure coil noted to be perforated to through the mucosa with uterine serosa covering.") In a 37 year-old female patient who had essure inserted for permanent contraceptive tubal implant. The patient had a medical history of endometrial polyp, dysmenorrhea, menorrhagia, pelvic pain female, dyspareunia, continuous urinary leakage, urinary incontinence, cramp in lower abdomen, cholecystectomy, spontaneous abortion, parity 2 and multi gravida. The patient had a family history of diabetes, depression and hypertension. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced uterine perforation (seriousness criterion intervention required). The patient was treated with ibuprofen and tylenol (paracetamol) as well as surgery (essure removal via bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test urine] (date unknown): negative [ultrasound scan vagina] on (B)(6) 2015: essure is seen and appears to be in place quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2287 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) by surgery (essure removal via bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 37-year-old female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), 6 years 3 months after insertion of essure. The patient was treated with surgery (essure removal via bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2023: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("right tube with para tubal cyst and bulbous enlargement of the uterotubal junction and essure coil noted to be perforated to through the mucosa with uterine serosa covering.") In a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometrial polyp, dysmenorrhea, menorrhagia, pelvic pain female, dyspareunia, continuous urinary leakage, urinary incontinence, cramp in lower abdomen, cholecystectomy, spontaneous abortion, parity 2 and multi gravida. The patient had a family history of diabetes, depression and hypertension. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced uterine perforation (seriousness criterion intervention required). The patient was treated with ibuprofen and tylenol (paracetamol) as well as surgery (essure removal via bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test urine] (date unknown): negative, [ultrasound scan vagina] on (B)(6) 2015: essure is seen and appears to be in place. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Event medical device removal is replaced with event uterine perforation . Patients medical history & lab data added. Surgical pathology report added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.